Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2024. After six months of rehabilitation and 4 fitting sessions, there has been no audiological improvement. The user currently has no hearing benefit. Both implant and audio processor were checked and are working properly.

Event description:
The user was implanted on (B)(6) 2024. After six months of rehabilitation and 4 fitting sessions, there has been no audiological improvement. The user currently has no hearing benefit. There was no report of an accident or trauma.both implant and audio processor were checked and are working properly. The user has bee reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery . Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.

Event description:
The user was implanted on (B)(6) 2024. After six months of rehabilitation and 4 fitting sessions, there has been no audiological improvement. The user currently has no hearing benefit. There was no report of an accident or trauma.both implant and audio processor were checked and are working properly. The user has bee reimplanted.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing satisfactory benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The concerned device was explanted but has not been received for investigation yet.